Event description:
Same case as MDR ID: 2134265-2014-07106. (B)(4) clinical study. It was reported that non st elevation myocardial infarction (nstemi) and stent thrombosis occurred. In (B)(6) 2012, the patient presented due to acute coronary syndrome (acs) that was subsequently diagnosed as myocardial infarction (mi). Cardiac catheterization was recommended. Electrocardiogram (EKG) showed st and t wave abnormality. Coronary angiography and index procedure were then performed. The target lesion was a de novo lesion located in the saphenous vein graft (svg) to first obtuse marginal (om) branch with 90% stenosis and was 20 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with predilatation and placement of 4.00 x 28.00 mm and 4.00 x 20.00 mm promus element plus drug eluting stents in an overlapping fashion, following which the residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2014, the patient presented due to chest pain radiating to the jaw. EKG showed anterior lead st depression and t wave inversion. Subsequently the patient was hospitalized and was referred for cardiac catheterization. Cardiac enzyme elevation were noted to be elevated. Coronary angiography was performed and revealed 80% thrombotic mid in-stent restenosis (isr) of the previously placed study stents located in the svg to 1st om. It was treated by thrombectomy and placement of a 4.00 x 38.00 mm non bsc stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).